Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Investigation results will be provided in the final report.

Event description:
It was reported that following an ipg implant procedure, the ipg would not communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The reported issue of the ipg not being able to communicate was confirmed. It was confirmed the device would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h9 should have been empty in previous reporting. The action should not have been reported to FDA under 21 usc 360i(f). Report type corrected to serious injury from malfunction.

Manufacturer narrative:
Correction: d6 date of implant was corrected.

Event description:
Additional reporting was received that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was established post-operatively.